Event description:
Reprise IV. It was reported that the subject developed right bundle branch block. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 81mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with the deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Event summary: one day post index procedure, the subject developed right bundle branch block. At the time of reporting, the event was considered as recovering. It was further reported that 34 days of post index procedure, a 4d CT scan was revealed the presence of bio-prosthetic aortic valve which was well-seated and valve leaflets were mobile and opening well but moderate hypo-attenuation of the non coronary cusp and mild hypoattenuation of the right cusp consistent with thrombus. The thrombus of leaflets correlates with the rise of gradients on echocardiogram. The subject was diagnosed with aortic valve thrombosis and the event was treated medically. The event was considered as recovering.

Event description:
Reprise IV. It was reported that prosthetic valve thrombosis occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 81mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with the deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Event summary: one day post index procedure, the subject developed right bundle branch block. At the time of reporting, the event was considered as recovering. It was further reported that 34 days of post index procedure, a 4d computed tomography (CT) scan was revealed the presence of bio-prosthetic aortic valve which was well-seated and valve leaflets were mobile and opening well but moderate hypo-attenuation of the non coronary cusp and mild hypoattenuation of the right cusp consistent with thrombus. The thrombus of leaflets correlates with the rise of gradients on echocardiogram.the subject was diagnosed with aortic valve thrombosis and the event was treated medically. The event was considered as recovering. It was further reported that: as per site, the patient already had medical history of right bundle branch block. Hence the event has been withdrawn. It was further reported that: the patient was discharged two days post index procedure. On june 25th of the following year, the event was considered to be recovered.

Manufacturer narrative:
A1: patient identifer: corrected from (B)(6).

Event description:
Reprise IV. It was reported that prosthetic valve thrombosis occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 81mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with the deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Event summary: one day post index procedure, the subject developed right bundle branch block. At the time of reporting, the event was considered as recovering. It was further reported that 34 days of post index procedure, a 4d computed tomography (CT) scan was revealed the presence of bio-prosthetic aortic valve which was well-seated and valve leaflets were mobile and opening well but moderate hypo-attenuation of the non coronary cusp and mild hypoattenuation of the right cusp consistent with thrombus. The thrombus of leaflets correlates with the rise of gradients on echocardiogram.the subject was diagnosed with aortic valve thrombosis and the event was treated medically. The event was considered as recovering. It was further reported that: as per site, the patient already had medical history of right bundle branch block. Hence the event has been withdrawn.

Event description:
Reprise IV. It was reported that the subject developed right bundle branch block. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 81mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with the deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Event summary: one day post index procedure, the subject developed right bundle branch block. No action was taken for the event at this time. At the time of reporting, the event was considered as recovering.